Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to load, handling, or other issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a torn echo head and stuck switch button. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of torn echo head was not confirmed. The device evaluation found the shaft of the remote switch was disconnected, therefore, the switch did not work; ultrasonic probe was damaged; curved part was deteriorated; excessive angle due to bending tube deformation rubber adhesive; falling balloon; remote switch 1 did not work; insufficient angle; angle knob has some play; acoustic lens was damaged; adhesive on distal end was chipped; due to deformation of bending tube, bending angle in up direction exceeded the standard value; and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.